Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2005.

Event description:
It was reported that with the use of a holter monitor, the right ventricular (rv) lead exhibited high thresholds and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.